Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/23/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/05/2019, during evaluation of the sample a crease was observed on the anterior aspect and extended to the posterior view. Within the crease noted, a tear was noticed in the posterior aspect measuring approximately 1.8 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was reviewed by mentor on 3/12/2019. The patient was 57 years old at the time of the event. The deflated implant was on the right side. The unknown mentor saline implant was smooth. Device evaluation summary: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced left sided deflation post procedure. The deflation was diagnosed through a mammogram. As a result, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed.